Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device batch number 990a14, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy procedure after the fifth firing, the device was pulled from the patient and the device battery stopped working. This was on the back table and not in the patient. The device was in a slight articulation position and that's when they realized they could not bring the device back to the home position. There was no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/07/2023. D4: batch # 990a14. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with damage to the proximal, rotation nozzle and with an unfired gst60w reload present. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the nozzle to be damaged. A review of the event log was conducted. No functional issues could be identified. The log indicates that, after the fifth firing and before the device was returned for analysis, an articulation button was pressed while the device was clamped. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that the articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 990a14, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/07/2023. D4: batch # 990a14. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the damage to the proximal, rotation nozzle and with an unfired white reload present. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage on the rotation nozzle was due to improper handling of the device. Please reference the instruction for use for more information. A review of the event log was conducted. No functional issues could be identified. The log indicates that, after the fifth firing and before the device was returned for analysis, an articulation button was pressed while the device was clamped. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following note regarding articulation operation: articulation is disabled when the device is fully closed, or when the black partial close indicator is not visible. The user may experience audible/haptic feedback during clamping and unclamping of the device. This is typical of device operation. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 990a14, and no non-conformances related to the reported complaint condition were identified.